Event description:
As reported to coloplast though not verified, patient was implanted with restorelle ezp mesh. Later the patient experienced a baseball size hematoma that had formed in the retrovaginal space the same day as the implant, diffuse oozing was observed. The mesh was cut but not entirely removed in order to complete the hematoma evacuation. The patient reported a bulge in the vaginal area three months postoperatively, dyspareunia and posterior prolapse.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.